Event description:
Boston scientific received information that this right ventricular lead was found to have dislodged. The lead was repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.